Event description:
It was reported while unloading a patient from the ambulance at their residence the cot allegedly tipped to the right causing the cot to release from the safety hook.. The trigger of the cot was not released and the cot lowered to the ground and partially tipped to the left. It was reported the ground surface was moderately uneven at the time of unloading. The complainant reported the medic was able to slow the tip; however, the patient did contact the ground and alleged rib pain and a scrape to the forearm resulting in bruising and redness. Another medic service was called to transport the patient back to the hospital for evaluation following the incident.

Event description:
It was reported while unloading a patient from the ambulance at their residence the cot allegedly tipped to the right causing the cot to release from the safety hook.. The trigger of the cot was not released and the cot lowered to the ground and partially tipped to the left. It was reported the ground surface was moderately uneven at the time of unloading. The complainant reported the medic was able to slow the tip; however, the patient did contact the ground and alleged rib pain and a scrape to the forearm resulting in bruising and redness. Another medic service was called to transport the patient back to the hospital for evaluation following the incident.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the customer's location. A visual and functional evaluation was conducted and it was found the cot was operatoing as intended; however, it was observed a screw was missing from the safety bar. It could not be determined how or when the screw was lost. A new screw was installed. It was also observed the cot was still actively being used and had not been removed from service following the reported incident. The IFU provides sufficient instructions for inspection of the cot for any loose or missing hardware prior to use. No additional information has been provided regarding the alleged patient injury.